Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: confirmed the audio bolus button cover is fallen off. Unable to test the audio bolus button responsive due to the button cover was detached. There is an evidence of cracked from the top of battery compartment toward the pump case seal. Pump case has a cracked at top-right corner of display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. And a crack in the case near the display lens and missing bolus button cover. This report is made based on the results of an investigation completed on (B)(4) 2014.